Event description:
It was reported that the pt underwent a spinal fusion with the posterior fixation in 2007. The pt complained of being uncomfortable after the surgery. Approx two weeks post op, the doctor replaced the construct, because he suspected that the pt might have formed a hematoma.